Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and overweight. No openings observed in the device. The weight is verified during manufacturing and is within specification for this reason no defect is considered. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade iii. Healthcare professional additionally reported "implant is discolored and had a significant sticky film." Device has been explanted.

Manufacturer narrative:
Additional data: b.5, b.6, d.7, d.10, g.1, h.3, h.6.

Event description:
Healthcare professional additionally reported "implant is discolored and had a significant sticky film." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and capsular contracture, baker grade iii. Device remains implanted.